Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm was unable to confirm the issue, ran fiber optic test and did not see any issues. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber-optic cable would not connect to the port. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.